Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/23/2022. H6 component code: g07002 no device returned . A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4, h4, h6 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: (B)(6) 2021. Additional information was requested, and the following was obtained: was additional dissection required in other organs/tissues other than the target tissue? Please specify. Unknown. Was the needle piece recovered successfully? Unknown . Were there any patient consequences related to this intra-op event? Procedure was extended due to on table xray. How long (in minutes) was increased duration of surgery? Unknown. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown. How was the procedure completed? Procedure date for (B)(4) (first event) . Lot number for product code mpvr4260h under (B)(4)? Unknown what was the size of the needle used? Ps-2 19mm cutting needle. Was more than half the needle retained in the patient? Unknown. It was mentioned as "we have had some issues with these rapide sutures". How many events/procedures exactly had issues happened? 2. Could you please clarify "can you advise if there have been any other issues? "- they would like to know if anyone else has reported the same problem with this needle/code. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a thyroid procedure on (B)(6) 2021 and suture was used. During use on the patient it was noted that the needle tip broke. An on table x-ray was completed to locate the needle tip which extended the procedure an undetermined amount of time. There were no patient consequences reported. Additional information was requested.